Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that patient had a pericardial effusion. During the procedure versacross connect access solution was selected for use. Physician mentioned that before transseptal puncture, the patient had a unusual anatomy and the fossa was very thick, which made difficult to cross. Once transseptal puncture was completed, the dilator was inserted into the left atrium. However, the sheath would not insert into the left atrium with moderate pressure applied. Thus, a versacross 8.5f non steerable sheath was used to dilate the septum and e versacross connect for faradrive dilator was inserted into the left atrium. Then the dilator was placed back in the faradrive, the faradrive was inserted into the left atrium and the procedure was completed successfully. However, next day the patient had an effusion, and had to be re-admitted. No further information was provided.